Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing dilaudid (hydromorphone) and bupivacaine. It was reported that the patient had experienced underdosing and per the healthcare provider the patient had an "odd"/abnormal dye and rotor study. The pump had reached the elective replacement indicator (eri) and was going to be replaced anyway. There were no environmental/external/patient factors that may have contributed and it is unknown if the issue has been resolved.

Event description:
Additional information was received from a healthcare provider via company representative reporting that the physician replaced the pump segment of catheter after observing cerebrospinal fluid from the spinal segment resolving the issue.

Manufacturer narrative:
Continuation of d10: product ID 8709. Serial# (B)(6): product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.